Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing due to p wave size ventricular sense (vs) the programmed atrial sensitivity. This device was reprogrammed to provide appropriate sensing of the p wave. This device remains in service. No adverse patient effects were reported.